Event description:
It was reported that the patient underwent a surgical procedure to remove the cylinder and pump component of this inflatable penile prosthesis (ipp) due to holes in the cylinder. A new pair of ipp cylinders and pump were implanted. No patient complications were reported.